Event description:
The customer reported that the system's uninterrupted power supply shut down uncommanded within 30 seconds. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The uninterrupted power supply batteries were replaced. The system was tested and found to be working as intended and put back into service.